Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was used in a (B)(6) female patient for a biliary drainage procedure. The user reported leaking from the hub of the device. The user removed the device and completed procedure with another catheter device successfully. As reported, the patient did not experience any adverse effects. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Patient code: 3191 [no code available]- additional procedure required to replace device. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information clarifying the event was received on 19feb2019. It was reported the leakage was noticed the day after the catheter was placed. The catheter was replaced with a new catheter three days after the initial placement to complete the drainage.

Manufacturer narrative:
D10 ¿ product received on: 26feb2019. Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, manufacturing instructions, quality control, and documentation of the device, as well as a visual inspection, dimensional verification, and functional test, were conducted during the investigation. A catheter was returned to cook in a used condition. The device attributes were measured to be within specifications. A leak test was conducted and did not confirm the presence of a leak. Tug and twist tests were conducted and confirmed the proximal assembly was secure. The reported failure mode could not be recreated. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record for this lot found one relevant non-conformance, affecting one device which was scrapped. This non-conformance was noted in quality control and has 100% inspection. It should be noted that there was one other relevant complaint reported for this lot. Based on the information provided, the examination of returned product, and the results of the investigation, a definitive root cause could not be established. Appropriate measures have been conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.